Manufacturer narrative:
The kit and photos were returned for analysis. The leak was confirmed due to upper bearing stop delamination, as the upper bearing could be moved along the drive tube. The root cause of the leak is the delamination of the upper bearing stop, allowing the drive tube to rub against the wall of the centrifuge chamber, damaging the drive tube and causing a leak. Therakos and the manufacturer have initiated corrective actions to address several potential root causes of drive tube and bearing stop delamination. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Manufacturer narrative:
The system was used for treatment. A review of kit lot d317 was performed. There were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided, since uvadex was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected. A corrective and preventive action was initiated for complaint category, drive tube leak/break. Service order, (B)(4), was completed. The service technician cleaned blood inside the centrifuge door assembly and bowl optic sensor lens, adjusted index pulse alignment, adjusted bowl optic sensor, and re-calibrated anticoagulent pump. System checkout procedure was performed; all checks ok. This assessment is based on information available at the time of the investigation. Evaluation of the returned kit is still in process at the time of this report. A supplemental report will be filed when this analysis has been completed. (B)(4).

Event description:
Customer called to report drive tube leak during single-needle mode treatment procedure at 1120 ml whole blood processed. Patient was stable. Customer stated the leak was contained within the centrifuge. Customer stated the drive tube was still intact but the middle of the drive tube looks "chewed up" a little. Customer stated there were no alarms during prime and no alarms prior to the blood leak. The customer stated there was noise coming for the instrument which he had not heard before. The customer returned the kit for investigation. Service order, (B)(4), was dispatched.